Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient received two inappropriate shocks, on two different days, from this subcutaneous implantable cardioverter defibrillator (s-ICD) device due to wide morphology arrhythmia which was double counted. A technical service (ts) consultant reviewed device data and advised that the secondary vector has over-sensing of noise, and poor morphology. A technical service (ts) consultant reviewed device data, provided recommendations on programming options and suggestions for treatments recommended for this patient. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient received two inappropriate shocks, on two different days, from this subcutaneous implantable cardioverter defibrillator (s-ICD) device due to wide morphology arrhythmia which was double counted. A technical service (ts) consultant reviewed device data and advised that the secondary vector has over-sensing of noise, and poor morphology. A technical service (ts) consultant reviewed device data, provided recommendations on programming options and suggestions for treatments recommended for this patient. The device remains implanted. No adverse patient effects were reported. New information was received indicating that the electrode attached to this device was repositioned, to the left of the sternum. This device remains implanted. Besides surgical intervention, no adverse patient effects were reported.